Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had concern of low flow alarms of 0.8 liters per minute. The pump power did not appear to be evident of issues. Computed tomography scan was done which showed evidence of graft thrombosis through the entire graft. Echocardiogram revealed that the left ventricle was distended. The patient underwent pump exchange on (B)(6) 2021. It was noted upon explant that there was a not a graft clip attached.

Manufacturer narrative:
Manufacturers investigation conclusion: the reported suspected thrombus in the outflow graft could not be confirmed through this evaluation. Additionally, review of the retrieved left ventricular assist device (lvad) log files confirmed low flow events; however, the cause of these events could not be conclusively determined. Discoloration of the pump cable inline connector bend relief was confirmed through evaluation of (B)(6); however, no signs of damage were observed on the silicone jacket of the pump cable. Although a specific cause for the discoloration could not be determined, it did not appear to have contributed to an electrical issue. (B)(6) appeared to have been exposed to a fixative (e.g. Formalin) prior to being returned to abbott for evaluation. The pump was returned assembled with the pump cable severed approximately 10¿ from the pump header; the distal portion was returned separately, measuring approximately 16¿ from the inline connector. The modular cable was returned with the device, attached to the pump cable at the pump cable connector/inline connector. The sealed outflow graft was returned attached to the pump cover outlet port and was severed approximately 9¿ from the outflow graft attachment. The outflow graft and outflow graft bend relief were returned severed into multiple sections. Additional small fragments of the outflow graft, bend relief, and other unidentifiable material were returned separately. The apical cuff was not returned, and no outflow graft clip was present. Examination of the interior of the outflow graft did not reveal any developed depositions or thrombus formations. Upon disassembly of the pump body, examination of the remaining blood-contacting surfaces revealed no depositions or thrombus formations which would have contributed to flow issues. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device revealed low flow values, but appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 8 of the IFU contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. Heartmate 3 lvas patient handbook, rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.